Event description:
Initial reporter indicated that their patient started getting panic attacks and feeling pin pricks on the left side of the clavicle up to the neck about two weeks ago. The event had escalated and the patient was starting to wake up at night with panic. The treating physician did not known whether the panic attacks were due to the pin pricks or not, but patient had never had panic before. The physician did not known whether these were occurring during stimulation or not. The patient was implanted in 2007, and settings had been the same for 7-8 months, and there had been no changes in medication or home life. The patient was admitted to the hospital due to being suicidal. The patient's depression had increased to the level before implant, but not above. Because of the panic, patient has thought about overdosing, which she did often before vns was implanted. The patient's symptoms of the pin pricking resolved with the vns disabled. No diagnostics were attained on the device after good faith attempts were made. The patient had their vns explanted and attempts have been made for the product return for analysis.